Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The returned device was unable to be located at the dover facility; therefore, the device was not evaluated or repaired. No conclusions could be made on the device picture provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon usage during surgery on the air dermatome handpiece stalled and went dead. There was no harm/injury to a patient or delay in a procedure. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.